Event description:
Event description cpi received information that this unipolar lead was removed from service. On an x-ray, the physician noticed a clavicle crush but the patient was not experiencing sensing or capture or impedance problems. The lead remained implanted but the patient started feeling 'uncomfortable'. The physician elected to perform an invasive procedure and found the lead was fractured, the implantable pulse generator (ipg) and lead were both replaced at this time.